Event description:
Final MDR being submitted due to completion of the investigation on 30-sept-21.

Manufacturer narrative:
Device evaluation: the zisv6-35-125-7.0-100-ptx device of lot number c1731084 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) (3001845648-2021-00403). Document review: prior to distribution zisv6-35-125-7.0-100-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-7.0-100-ptx of lot number c1731084 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1731084. It should be noted that the instructions for use (ifu0117-5) states the following: ¿¿do not use the stent after the use by date specified on the package¿¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error was identified from the available information. From the description it is known that the device had expired in december 2020. The customer had been informed that the product was expired and chose to use it even with this knowledge. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We received an order (B)(6) 2021 from our customer in (B)(6) for 2 pcs of zptx in their consignment stock that had expired. These two products was expired in december 2020 and this was communicated to the customer before expiry date and they confirmed back to us. I visited the customer (B)(6) 2021 and informed them of the error and in person to discuss this issue. They confirmed that they were aware that the products were expired but pleased that I stressed the issue as this is a patient included in (B)(6) study and they need to notify the study board. Patient outcome: a section of the device did remain inside the patient¿s body. The stents were placed normally the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.